Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 409 mg/dl. Customer declined troubleshooting. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.